Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The data logs of the placement signal failure show a pattern in the 5s that is consistent with a torqued/ damaged optical fiber. The data logs also confirm a high motor current pump stop on the 34th day of support. The root cause of the optical signal issue is most likely a damaged fiber line. The root cause of the pump stop was unable to be determined as no product was returned for investigation however the pump stop occurred on day 34 of support which is beyond the 8 day design life per design trace matrix 0046-9910. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ' section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a pump stop issue. The device was explanted. There was no patient harm reported.